Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire perforated the guide catheter. During an unknown procedure, a mach1 guide catheter was used to a lesion located at the left anterior descending artery. A non-bsc guidewire seems to have perforated the catheter. No patient complications were reported.